Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer was unable to open. Customer tried to recover storage space, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that mini drawer 1.2 triple wide failed to open. A field service engineer (fse) removed the mini drawer and adjusted the side plastic panels and left metal panel that were obstructing movement. After corrections, the drawer opened smoothly and was reinstalled into the station and verified functionality. The system functioned as intended after the field service engineer repaired the device.